Event description:
According to the reporter: the bag broke into pieces and fell into the patient's cavity. The items were removed from the patient with no patient injury or impact.

Manufacturer narrative:
Initial report submitted: 08/05/2008.